Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was found to be sensing ventricular activity, and would not capture. The lead was found to be dislodged. The lead will be revised, and remains in use. No patient complications have been reported.